Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode stored an untreated episode. Developing electrode fracture proximal to the pocket was suspected due to diagnostic data, and electrode replacement may be advisable. There was a significant signal amplitude change from 2.8 mv in 2024 to 1.2 mv 2026. It was noted that the patient was in (B)(6), and the was typically followed by a clinic in (B)(6). Technical services (ts) recommended investigating what the patient was doing on (B)(6) upon their return. The following health care professional (hcp) observed an alert in which this s-ICD sensing was not fully optimized and a reference subcutaneous electrocardiogram (s-ECG) was not acquired. This was likely due to a recent automatic setup performed where the second posture was cancelled. Ts confirmed that programmer interrogation was performed in (B)(6), and the s-ICD was programmed from secondary to primary at that time. Sensing appeared appropriate on the current presenting s-ECG. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.